Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6 weeks ago. Vessel morphology was moderate tortuousity, mild calcification and tight distal aortic bifurcation of 8 mm in diameter. It was reported that the pt returned for a routine follow-up appointment and the CT demonstrated that there was stent graft occlusion. The iliac limbs were not crossed and the occlusion was in the tight aortic bifurcation. A balloon expandable stent was placed in the non stented segment of the main body stent graft and successfully resolved the occlusion. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - evaluation results: graft occlusion. Tight aortic bifurcation.